Event description:
A pt/layperson spoke with a customer care advocate, cca, in 2007 alleging that a result of 297 mg/dl on his one touch ultra meter was inaccurately high. The pt took no actions following the test result. An hour after obtaining the result of one day earlier, the pt reportedly was "shaky." No medical intervention was required. The pt had no control solution to troubleshoot. Products were replaced. Because the pt alleged he was feeling shaky, a symptom that can be associated with hypoglycemia, after obtaining the reported elevated result, the complaint is classified as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.